Event description:
It was reported that balloon rupture occurred. A 15mmx3.00mm wolverine coronary cutting balloon monorail was advanced for dilation. However, during first inflation at 6 atmospheres, the balloon ruptured. Another 2.50mm x 8mm emerge balloon catheter was advanced, however, during first inflation at 6 atmospheres, the balloon also ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient status was good post-procedure.